Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous ligament suspension and cystoscopy due to cystocele, rectocele, enterocele, sui and urethral hypermobility. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient experienced vaginal mesh erosion and underwent vaginal mesh excision on (B)(6) 2011.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced daily discomfort, pain, painful sexual relations, continued leaking, back pain, urge incontinence, dysuria, bladder spasms, mesh erosion, pain and discomfort in pelvic area. It was reported that patient experienced erosion, pain and underwent partial mesh removal on (B)(6) 2011 and (B)(6) 2013.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.